Event description:
It was reported that the product was used during a laparoscopic appendectomy, the device malfunctioning causing extensive bleeding and leakage of bile into cavity. The procedure was converted to open. The staple line was hand sewn.